Manufacturer narrative:
One image was provided for evaluation; however, the cause of the embolization cannot be determined from the image provided.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use state in the section ¿potential device ¿ or procedure-related adverse events¿. Adverse events associated with the use of the occluder may include, but are not limited to: ¿ device embolization. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a 30mm gore® cardioform septal occluder was selected to treat a large adult patent foramen ovale with a tunnel longer than 10 mm. The fsa was not present for the device removal but was present for implant. Reportedly, the device dislodged and embolized the day after implant and was removed using an ono® retrieval device. The implanting physician's partner doesn't believe this was a device issue but isn't certain what caused the device to dislodge as he was not present for extubation and does not know if the patient had coughed or vomited after the procedure. It was further reported that the patient was treated successfully with a 35mm amplatzer on (B)(6) 2024, and is doing well.